Event description:
New information received notes that patient had experienced falls without any warnings since (B)(6) 2019. It continued over period of six months. This led to numerous injuries to the patient including head laceration requiring staples and a serious brain concussion causing headaches. Due to loss of balance, patient needs to use walker and helmet. Patient cannot drive, swim, walk in pool or play golf. This has created lot of stress and anxiety for the patient and his family.

Manufacturer narrative:
Additional information: b5, h6.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented in emergency room with syncope. Loss of capture was noted on the right ventricular (rv) lead. No noise or shocks were noted. One reading of out of range high impedance was noted on the rv lead. The lead was capped and replaced on (B)(6) 2020 along with device replacement.